Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Serial number could not be confirmed.

Event description:
The customer reported that the device won't boot up. There was no patient involvement.

Manufacturer narrative:
Updated.